Manufacturer narrative:
The customer reported a discrepant high inratio result during testing on (B)(6) 2014. The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter continues to meet specification and no product deficiencies were observed. The customer utilized venous blood sample during testing on their inratio meter. Be advised, using a non-validated sample may lead to incorrect interpretation of system results. The customer's off-label use can not be ruled out as a cause of the unexpected results. The manufacturing records for the let were reviewed. The lot met specifications and no non-conformances were documented. No further investigation was performed. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester ran a correlation with the lab because he felt that his past few results have been lower than expected. Date: (B)(6) 2014, inratio: 2.9, lab: 2.1. Sample dropped onto the inratio meter immediately after it was drawn for pt's arm. Therapeutic range: 2.5-3.5.